Event description:
(B)(4). I had the essure implants placed three years ago. My doctor gave little explanation, only that it was easy, effective and covered by my insurance. I had the procedure done in the office and was able to go back to my normal activities without restrictions almost immediately. I had little pain, just a dull ache on the right side of my lower back. Tylenol and motrin seem to alleviate the pain. Since that time I have had slowly increasing right back/hip pain. I was told it was si joint pain and I have been through many different treatments to alleviate the pain. As the years go on it only increases. I have had 6 months of physical therapy, si joint injections under fluoroscope, acupuncture, massage therapy, and various medications to resolve or cover the symptoms. I purchased an inversion table to hopefully help with the pain and it too provided little relief. I have weight gain with abdominal bloating, decreased libido, severe hip and back pain, fatigue and depression over the past three years and the only coinciding event is the placement of the essure implants. My latest symptoms are numbness and tingling with my right side extremities and abdominal pain. I have been to see my pcp multiple times over this situation and I have been diagnosed with everything from hypothyroid to depression. On my latest ultrasound they are unable to find the coil on my right side. I am meeting with my gynecologist on tuesday to discuss removal of the implants, which will involve a hysterectomy or at least a partial hysterectomy. I have read other stories very similar to mine and I want to emphasize to my surgeon the importance of removing the entire coil to reduce the possibility of fragments remaining in my body. I suspect I have an allergy to nickel as I can no longer even wear earrings without irritation and unfortunately never had an allergy test performed prior to having the essure placed. I will keep you posted as to what happens in the future; hopefully things start to improve from this point!